Manufacturer narrative:
(B)(4). The patient was (B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Root cause could not be determined based on information available in this complaint report. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of diarrhea, fever and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain, cloudy solution and fever. The cause of the peritonitis was diarrhea. On (B)(6) 2010, the patient was hospitalized for the peritonitis. The patient was treated with cefazolin 1g x 2g/day and gentamycin 40mg x 80mg/day (route and dates not specified). Pd therapy was ongoing. The peritonitis was ongoing and improved.